Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 280 mg/dl to 450 mg/dl and current blood glucose level was 220 mg/dl. The customer was using manual shot to get the blood glucose level normal. The customer had symptoms related to high blood glucose level such as abdominal pain and difficulty in breathing. The customer alleged the insulin pump was under delivering. The drive support cap was normal. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The device was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over and under delivery anomaly noted. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.